Event description:
A dhs plate, implanted in 2002 for a comminuted fracture of the left proximal femur (subtrochanteric with large butterfly fragment and large "shaftal" fragment with wide displacement), was noted as broken approx in 2003. Diagnosed non-union. Plate was implanted with dall milles cables and allograft bone graft. During revision surgery in 2003, hardware was removed and replaced with a nail.